Manufacturer narrative:
Technician replaced the brake casters, steer casters and the hex rods to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake and steer casters were not holding. No patient impact.